Event description:
Boston scientific received information that the patient with this device presented to the emergency room after experiencing diaphragmatic stimulation and feeling their heart "was racing". Monitored pacing revealed a sustained heart rate of 110-130 bpm. Reportedly, the patient had not taken their medication prescribed for atrial fibrillation for two days. Interrogation did not reveal any lead issues. The device was reprogrammed. It was thought the issue was resolved, however the patient is waiting for their leads to mature and will be scheduled for an ablation in the future. No further patient symptoms were reported.

Manufacturer narrative:
As of this date, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.